Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted lobectomy procedure, it was alleged that the permanent cautery spatula instrument sparked and ignited. There was no report of patient harm, adverse outcome or injury. However, at this time, the root cause of the reported event is unknown.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, while the surgeon cauterized around the lung, the permanent cautery spatula instrument sparked and ignited. The surgeon then removed and inspected the instrument and noted that the insulation was chipped and exposed. There was no reported patient harm, adverse outcome or injury. Intuitive surgical (isi) attempted to contact the initial reporter to obtain additional information, however, no response has been obtained as of date of this report.